Event description:
It was reported that, "all three broach handles came off the broach or implant when stuck with the mallet while trying to remove broach/implant."

Manufacturer narrative:
The field experience of insulation anomaly was confirmed. The outer insulation was found abraded at 16.8 cm to 17.9 cm from the connector pins. One of the rv cables was melted apart in the abrasion area. The ICD had continued to abrade through the rv cable's efte insulation, melting apart the rv cable. The insulation to the distal coil lumen was also abraded open, exposing the distal coil to contact with the ICD can. .

Event description:
The lead was explanted due to an insulation damaged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.